Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "closure after a percutaneous ventricular assist device (pvad) procedure , sheath 14f , after inserting the manta to it's sheath, when pulling out to the wanted depth and opening the anchor - doctor kept on pulling to green\yellow but the manta was out completely. The anchor wasn't out of the catheter and therefore didn't stay in the artery. We quickly implanted a second device of manta 14f, and the manta couldn't enter the sheath. Couldn't penetrate the membrane of the manta sheath and kinked. Meanwhile lot of blood came out through the membrane. Then we took 3rd device - manta 18f and that worked fine. Micro puncture and ultrasound were utilized to gain access. There was mild calcification present in the artery. Anatomical insertion site of the device: femoral artery, both the devices entirely removed and used 3rd manta kit which was successful. Therapy was delayed and the patient lost blood and a transfusion of a bag of blood was needed. The patient was reported as fine post the procedure.

Event description:
It was reported that: "closure after a percutaneous ventricular assist device (pvad) procedure , sheath 14f , after inserting the manta to it's sheath, when pulling out to the wanted depth and opening the anchor - doctor kept on pulling to green\yellow but the manta was out completely. The anchor wasn't out of the catheter and therefore didn't stay in the artery. We quickly implanted a second device of manta 14f, and the manta couldn't enter the sheath. Couldn't penetrate the membrane of the manta sheath and kinked. Meanwhile lot of blood came out through the membrane. Then we took 3rd device - manta 18f and that worked fine. Micro puncture and ultrasound were utilized to gain access. There was mild calcification present in the artery. Anatomical insertion site of the device: femoral artery, both the devices entirely removed and used 3rd manta kit which was successful. Therapy was delayed and the patient lost blood and a transfusion of a bag of blood was needed. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). One unit of manta and sheath were returned to teleflex for evaluation. Blood particulates were noted on the units. Units were decontaminated and inspected. Manta lumen was kinked and damaged. The button valve of the sheath was torn and displaced. The device lot history record review for lot number mn2201487 manta 14f ce indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. During the deployment, the manta closure and sheath were inserted, pulled back to the measured depth, and the physician actuated the lever to yellow/green as indicated in the tension gage window, the anchor did not release, and the device completely pulled out. The first 14f ce manta device was removed and a new 14f ce manta device was opened and deployed. While inserting the bypass tube through the hemostatic va lve of the manta sheath, the physician encountered very severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. The physician continued attempting to insert the device through the hemostatic valve, kinking the device and unsuccessfully attempting to penetrate the hemostatic valve. Copious bleeding was projecting through the membrane, requiring a unit of packed blood cells. The second 14f ce manta device and sheath were removed and a new 18f ce manta device and sheath were opened and deployed, achieving hemostasis within thirty seconds. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device, and note: if the manta delivery system becomes kinked during insertion into the sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.